Event description:
Research case number: (B)(4). It was reported that the patient presented with stable angina and underwent percutaneous coronary intervention (pci) on (B)(6) 2023. Treating a 20mm lesion in the mildly calcified and mildly tortuous distal left anterior descending coronary artery, a 3.0x23mm xience skypoint stent was implanted without any issues. At the patient's follow up appointment on (B)(6) 2024, a non-thrombotic stenosis/restenosis was observed in the proximal lesion. Pci treatment was performed with implantation of an unspecified drug eluting stent without issues. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: partial UDI number, lot number unknown.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.